Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the cable connecting ECG's "a", "b" and the front therapy electrode (te) were severed from the cable. Additionally, the connector was cracked on the trunk cable. The root cause for the damaged cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that it cannot run detect and treat testing.